Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the cgm reading was high, and the patient experienced seizures and fell. An ambulance was called, and the paramedics took a bg reading which was 39 mg/dl. The paramedics treated the patient with unspecified medication and took him to the hospital. There was no documentation about the medical intervention, nor the medication provided at the hospital. On the same day, the patient was discharged. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.